Event description:
The customer reported via phone call that he was experienced hyperglycemia. Customer blood glucose level at the time of incident was 434 mg/dl. Customer stated that the insulin pump also had an insulin flow blocked alarm. Auto mode feature was unknown at the time of event. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Retainer ring = black. On (B)(6) 2021 customer alleging pump alarming numerous "insulin flow block alarms" and resulting in customer having high bgs. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case. Pump successfully downloaded traces and history file using thump. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08700 inches. No unexpected insulin flow blocked alarm/no defects noted during testing. However, no delivery alarms noted in the pump history on (B)(6) 2021 at 9:46am, 11:28am, 11:52am, 1:25pm, 2:10pm, 2:28pm, 2:30pm, 2:33pm, 2:40pm during bolus. Force sensor was measured and is within spec (26.7mv at zero offset). No damage noted at the electronic assemblies. In summary, customer alleging pump alarming "insulin flow block alarms" was not confirmed after performing full functional testing. However, no delivery alarms were noted in the pump history files during bo